Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegations were confirmed. There was a leakage from the switch. The waterproof failure was due to the scratch in the switch button 1. There was foreign material in the channel due to insufficient cleaning. In addition, there was a water supply failure due to a clogged auxiliary channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus field service engineer reported on behalf of a customer, the colonovideoscope had foreign material in the channel and a leakage from the switch. The event was found during preparation for use. The intended diagnostic procedure was completed without delay, using a replacement device. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to leakage from the switch. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: -IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. -IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.